Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states: "material sensitivity reactions." Number 14 states: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 allegedly due to pain and joint effusion. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, difficulty walking, and tissue and bone destruction.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2007. Subsequently, a revision procedure was performed on (B)(6), 2014 allegedly due to pain and joint effusion. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. This medwatch is a duplicate of (B)(4), 1825034-2014-05515.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on(B)(6) 2014 allegedly due to pain and joint effusion. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, difficulty walking, and tissue and bone destruction. Additional information received on patient's medical records revealed the (B)(6) 2014 revision was due to pain and metallosis. The patient's operative report noted metallosis, fretting of the trunnion, and the capsule and scar tissue had a greyish-yellow membrane consistent with adverse local tissue reaction to metal ions.